Event description:
It was reported that a patient experienced air in the drain line of a homechoice cassette during the troubleshooting for an unrelated alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the event and was instructed to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.